Event description:
Info received indicates pump experienced error code 45 during testing.

Manufacturer narrative:
Error code 45 was found in the initial pump history log. (B)(4) performed multiple tests on pump. The pump ran normally with no errors or alarms. Complaint ec45 could not be confirmed. The pump software was upgraded. Serial number (B)(4) is part of recall number z-1869-2011.